Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that she had threw away her 6 infusion sets since the tubing had detached from the cannula. No further information available.